Manufacturer narrative:
No information regarding patients, samples, or system was provided. Bec field service engineer (fse) found detergent line from wash solution disconnected and attached the line. The fse emptied diluted wash tank, and refilled with 2% wash. The fse also checked and adjusted dead volume for reagent. The fse ran controls, which passed the specifications. The instrument was operational.

Event description:
A customer reported to beckman coulter, inc. (Bec) that (B)(4) clinical chemistry analyzer intermittently generated erroneous total protein and creatinine results as the reagent bottles get close to empty. The results were reported out of the laboratory. Different results were obtained upon repeat testing. It is unknown if patient treatment was affected.